Event description:
It was reported that the user performed an infusion set change the prior evening and awoke with a blood glucose of 275 mg/dl, then consumed a large breakfast and subsequently had a glucose of 245 mg/dl with an upward trend on the ilet display; the cause of hyperglycemia was unclear because the cannula was not inspected and lot information was not available. Symptoms included hyperglycemia. Outcomes included no reported injury and no medical intervention beyond routine troubleshooting. Investigation included remote troubleshooting and education advising a waiting period to assess glucose trend and consideration of replacing potentially failed insets. Investigation of this case revealed no confirmed device malfunction and an undetermined root cause, with a potential infusion set or insertion issue not verified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.